Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. The final analysis found a full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis. Degradation.